Manufacturer narrative:
H10: no product samples, videos, or photographs were returned for investigation. The DHR (device history review) for lot number 4536601 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The customer indicated that the device is not available for investigation. Without the returned device, a comprehensive failure investigation cannot be performed. If additional information is received, and supplemental report will be submitted.

Event description:
The event involved a smallbore extension set with a crack in the extension tubing where it has two wings. When the vacutainer is twisted on the blood starts leaking significantly no matter how much it is tightened. There was a patient involved, however, there was no injury as result of this event. This report captures the second of 3 incidents.